Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1711c, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1711c, ubd: 23-may-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep said the lead had abnormal impedances on all contacts so the system was replaced. The patient also said the patient programmer (pp) wouldn't sync to their ins so that was replaced as well. The environmental/external/patient factors that may have led or contributed to the issue was patient weight gain and loss of 45 pounds with pregnancy (pregnancy was not related to device/therapy). The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28 lot# va1711c serial# implanted: (B)(4) 2016 explanted: (B)(4) 2018 product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The definitive cause of the abnormal impedance issue was not determined; the weight gain was mentioned as a possible reason. The cause of the patient programmer (pp) synching issue was not determined. The implantable neurostimulator (ins) will not be returned to the manufacturing company. The hospital will not allow the rep to take the device and return it. No further patient complications have been reported as a result of this event.